Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-04856. It was reported the pt had not recharged the ipg for over a yr. The physician undertook surgical intervention to replace the ipg. In addition, the physician opted to replace the lead, since the pt reported dissatisfaction with the stimulation prior to discontinuing use of the system. It was reported the pt was receiving effective coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.